Event description:
It has been reported to us that the tip of the guide wire separated and remains inside the patient's vessel stented into place. The physician was attempting to remove the cutting device the scrub tech accidentally turned on the burr and in cut two small pieces off the tip of the guide wire and the rest of the coil tip became unspooled. The physician put in a stent and trapped the two pieces of the separated guide wire within the stent. The physician had already planned to stent that area. No complications were observed and the wire was removed without any difficulty. The patient is fine and was discharged without any complications.

Manufacturer narrative:
The actual device used in the case was returned and evaluated. Visual examination of the returned guide wire revealed that the shaft of the guide wire is severly stretched. The wire is unraveled starting at the first proximal joint and the tip ball is missing. The initial reported event indicated that the scrub tech accidentally turned on the atherectomy device which cut the guide wire into small pieces at the tip of the guide wire. A review of the device history record did not detect any deficiencies within the manufacturing process. The event has been confirmed for damaged during use. The analysis is complete as of today may 24, 2013.

Manufacturer narrative:
(B)(4). Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.